Event description:
Pt ripped out of 2 vests. The product number was not confimred. M228b-xxl is used only to enter the complaint ino easytrak. Device describe as plaind vest restraint with back zipper and quick release buckles. The facility believes vests where thrown away, and will not be returned. The pt is reported to be very well built and strong.